Event description:
It was reported that, "a case was received of full dose simplex from (B)(6) hospital (B)(6) 2011. Clearly damaged from shipping, a vial of monomer had broken and glass fragments existed throughout the whole box of it. It was disposed of per hazmat procedure by the hospital."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.